Manufacturer narrative:
(B)(4). It was reported that patient underwent a colonoscopy on (B)(6) 2012. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding, dyspareunia and vaginal scarring. It was further reported that patient underwent mesh revision on (B)(6) 2009 due to extrusion of mesh. Additionally, the patient underwent mesh revision on (B)(6) 2010 due to erosion o mesh. No additional information was provided.(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal extracorporeal colpopexy and a&p colporrhaphy.

Manufacturer narrative:
Date sent to the FDA: 10/13/2015. (B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent laparoscopic cholecystectomy on (B)(6) 2014 due biliary dyskinesia. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.